Event description:
A customer in (B)(4) contacted customer service about his contour link system. He was not feeling well one evening before dinner. He was symptomatic for hypoglycemia. He tested his blood glucose and received a reading of 154 mg/dl, which he did not expect. He tested again and received a reading of 14 mg/dl, which he knew was not correct. He tested a third time and received a reading of 42 mg/dl. The customer ate dinner after testing which raised his blood glucose level. He tested a few hours later and received a reading of 110 mg/dl. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.